Event description:
It was reported that the surgeon attempted to insert an aq2010v three piece silicone lens and the lens got stuck while advancing in the cartridge. There was no pt contact.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for these types of incidents include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.